Event description:
Additional information received confirmed that during the index procedure both (B)(6) study stents were implanted to the lad.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results (B)(4) inherent risk of procedure (myocardial infarction) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the proximal rca. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR# 9612164-2011-01624, 9612164-2011-01625